Event description:
It was reported that during the procedure the guide wire got stuck. The guide wire was pulled and stretched. The entire guide wire was removed from the pt; however, it was reported that the pt was not doing well and suffered from occlusion of the vessel. It was also reported that the pt had coded again. There was no info received on the pt's initial condition. No other info was available. This event will be conservatively filed based on the reported condition of the pt and the unknown status of the guidewire.